Event description:
Stryker flow ii with tip disposable suction/irrigator was opened for preparation of procedure when it was noted upon examination of tray a white residue film on the device. A second package was opened from same lot number and the same white residue was found on the device.